Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but have not received it. Investigation is still pending. A supplemental medwatch will be submitted when new information has been received.

Event description:
The customer used a hmo70000 for the surgery of the replacement of abdominal thoracic aorta or vascular grafts. The extracorporeal circulation was started. (Oxy #1). (After 7.5 hours) the customer observed that the po2 was low (104). Fio2 was 100%. Gas flow was 8l. The customer added another hmo70000 (oxy#2) to the circuit in parallel due to the lack of gas exchange ability.there was no problem with gas exchange. Fio2 was 100%,gas flow was 8l. (It is assumed that the gas exchange ability was improved due to the oxy#2.) Plasma leak was noted from the gas outlet of the oxy#1. (After 2hour 40min. From the parallel circuit started.)the extracorporeal circulation was finished. The extracorporeal circulation was re-started. The two oxys were re-connected in series this time. (Oxy #1 -> oxy#2). The customer observed the plasma leak from the gas outlet of the oxy#1 until the end of the extracorporeal circulation during the last halfof the 2nd extracorporeal circulation there was an impression of that the gas exchange ability of the oxy 2 decreased. The extracorporeal circulation was finished. The patient expired on (B)(6). (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. During a tightness test a slight leakage from the gas outlet could be confirmed for oxy #2 geq 455 thus the reported failure could be confirmed. Maquet cardiopulmonary is aware of similar complaints from this product. A process to determine the root-cause of the event was implemented CAPA (B)(4)). Customer complaints about blood leakages of oxygenators are documented since 2009. This malfunction of the oxygenators is caused by a so-called "fiber leakage". Claimed and returned oxygenators were analyzed and microscopic images of the returned samples from the market indicated broken fibers. Fiber leakage caused by a broken fiber means that blood leaks from blood side to the gas side, and corresponding to the gravity the blood is collected at the lowest point of the oxygenator either at the gas outlet opening or holder port. The complaint rate of 0.01% is stable since 2009 until 2015 regarding claimed oxygenators vs. Sold oxygenators to the market. (B)(4). The likelihood to treat a broken fiber in a particular oxygenator is 1e-11, calculated by length of broken-fiber-defect vs. Used fiber raw material in oxygenators since 2009 until 2015. Deeper analysis showed that the broken fibers were caused by cold creeping of the fibers. Cold creeping is a very slight change in length of the fiber and is a natural effect of the polypropene (pp) microporous fibers and occurs only after production of the oxygenators. The analyzed cold creeping cannot be avoided by any process control or process change at maquet or at supplier of the microporous fiber. To detect probable leakages before shipping oxygenators to customers a 100% tightness test is installed and verified in maquet process chain. All oxygenators leave the manufacturing site of maquet as specified. A first maquet process analysis results in the implementation of a spc (statistical process control) of important fiber characteristics. Prior to the implementation of the spc, important fiber characteristics were determined by research and afterwards agreed, controlled and documented by the supplier of the fibers. The fiber characteristics refer to the failure mode broken fibers. The extrusion process at the supplier of the microporous fibers showed no systematic error and therefore no improvements could be derived. The supplier of the microporous fibers established adequate in-process-controls. The maquet process knitting of mats was observed in consideration of flaws. The maquet process regarding tempering of complete housings was analyzed and counter checked by an external tempering experiment. The experiment revealed no probable process or design faults regarding broken fibers. The maquet final tightness test was verified with "master-samples" and approved as precise enough to find broken fibers during the maquet manufacturing process. Probably defect oxygenators will be found at the end of the maquet process chain precisely. All oxygenators will be sent as specified to the customers. The CAPA (B)(4) will be transferred into track and trending process due to the facts that - potentially defect oxygenators will be found at the end of the maquet process chain precisely- 100% of oxygenators will be sent as specified to the customers. No further process changes or controls are technically feasible. Cold creeping tends to occur only after production at maquet. The described defect of leaking oxygenators is covered by the risk assessment and control and with the implementation of the spc at the receiving inspection classified "as low as reasonable possible". The effect of cold creeping is not predictable and not reproducible. From an engineering point of view no changes of production processes or further controls are technically feasible to reduce or avoid cold creeping. Based on these investigation results no additional preventive measures can be taken at this point. Device evaluation (B)(4): the 2 oxygenators were investigated at the laboratory of the manufacturer. Oxy 1: gep 341. The oxygenator was sawed off and check for the quantity of gas mats according to bop (B)(4). No clots, marks or other abnormalities were detected. The quantity was found to be within specification. Oxy 2: geq 455. The oxygenator was sawed off and check for the quantity of gas mats according to bop (B)(4). No clots, marks or other abnormalities were detected. The quantity was found to be within specification. To ensure performance of the products prior to shipment, checks, controls, and performance tests are carried out during the manufacture of the products. For more details about the checks, controls and tests carried out during manufacture, please refer to the meeting protocol/CAPA proposal form dated 2017-07-26 which forms part of this complaint record. These tests can be reviewed as part of a DHR review. Based on these results and the information available at this time, the oxygenators in question operated within maquet cardiopulmonary specifications. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
(B)(4).